Manufacturer narrative:
No device evaluation was performed as the resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operative, the site had issues communicating with the navigation system and mobile view station (mvs). The site reported that they were getting the error igs serves failed to connect. Technical services (ts) recommended a hard reboot of both system to which resolved the issue over the phone. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was no reported delay.